Manufacturer narrative:
Additional information received that the patient outcome was reported to be well. System components pump model- 72400098. Lot sn- (B)(6). Mfg date- (B)(6) 2009. Exp date- 09/09/2014. Gtin- (B)(4). Balloon model- 72400024. Lot sn- (B)(4). Mfg date (B)(6) 2009. Exp date- 08/05/2014. Gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to fluid loss and a connector disorder. A patient outcome was not reported.

Manufacturer narrative:
Cuff. This complaint details the product analysis and record review of the returned aus occlusive cuff and is considered device one (1) of three (3). See complaints 11204001 and 11204039 for related components. A review of product records found no evidence that the device failed to meet specifications prior to shipment from bsc and product analysis did not confirm the allegation of a fluid leak based on visual and functional testing. Based on a review of the reported complaint event, product records, and returned product analysis the conclusion code for this complaint is identified as no problem detected based on the fact that the reported device complaint cannot be confirmed. Based on the results of this investigation no escalation is required. Product analysis: returned product consisted of an ams800 occlusive cuff, regulating balloon, and control pump. The ams800 occlusive cuff was visually and microscopically inspected and functionally tested. No leak was found. It performed within specifications. Inspection of the remainder of the device presented no other damage or irregularities. The reported fluid leak was not confirmed. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 601848 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Similar complaint review: no similar complaint review is necessary per work instruction as the investigation conclusion is not related to a manufacturing deficiency. Labeling review: a labeling review is not required for this complaint as there is no indication of device misuse, off-label, or failure to follow instructions. Risk review: no risk review is necessary for this event per work instruction as bsc is not responsible for providing training on this product. Additionally, this complaint is not related to a new product, and does not indicate a new hazardous situation based on a review of d053660 aus 800 hazard analysis. Shipping review: a ship history is not required as a DHR review was able to be performed. Pump this complaint details the product analysis and record review of the returned aus control pump and is considered device two (2) of three (3). See complaint 11203934 and 11204039 for the related components. A review of product records found no evidence that the device failed to meet specifications prior to shipment from bsc and product analysis did not confirm the allegation of a hole/perforation or fluid leak based on visual and functional testing. Analysis of the device revealed that the pump failed the low flow rate/resistor test. Therefore, based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Product analysis: returned product consisted of an ams800 occlusive cuff, regulating balloon, and control pump. Two quick connectors were received with the control pump. The ams800 control pump was visually and microscopically inspected and functionally tested. No leak was found. However, the pump failed the low flow test and resistor test at 1.55 ml/min. Inspection of the remainder of the device presented no other damage or irregularities. A fluid leak/loss was not confirmed. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 612494 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Similar complaint review: no similar complaint review is necessary per work instruction as the investigation conclusion is not related to a manufacturing deficiency. Labeling review: a labeling review is not required for this complaint as there is no indication of device misuse, off-label, or failure to follow instructions. Risk review: no risk review is necessary for this event per work instruction as bsc is not responsible for providing training on this product. Additionally, this complaint is not related to a new product, and does not indicate a new hazardous situation based on a review of d053660 aus 800 hazard analysis. Shipping review: a ship history is not required as a DHR review was able to be performed. Balloon this complaint details the product analysis and record review of the returned aus pressure regulating balloon and is considered device three (3) of three (3). See complaints 11203934 and 11204001 for related components. Product analysis did not confirm the allegation of a hole/perforation or fluid leak based on visual and functional testing. However, the balloon failed the pressure test. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Product analysis: returned product consisted of a an ams800 pressure regulating balloon, occlusive cuff, and a control pump. The ams800 pressure regulating balloon was visually microscopically inspected, and functionally tested. No leak was found. The balloon failed the pressure test at 59.6 cmh2o. The balloon specifications are 61-70 cmh2o. Inspection of the remainder of the device presented no other damage or irregularities. The reported fluid leak was not confirmed. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 608421 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Similar complaint review: no similar complaint review is necessary per work instruction as the investigation conclusion is not related to a manufacturing deficiency. Labeling review: a labeling review is not required for this complaint as there is no indication of device misuse, off-label, or failure to follow instructions. Risk review: no risk review is necessary for this event per work instruction as bsc is not responsible for providing training on this product. Additionally, this complaint is not related to a new product, and does not indicate a new hazardous situation based on a review of d053660 aus 800 hazard analysis. Shipping review: a ship history is not required as a DHR review was able to be performed. System components pump model- 72400098 lot sn- (B)(4) mfg date- 09/11/2009 exp date- 09/09/2014 gtin- 00878953000688. Balloon model- 72400024 lot sn- (B)(4) mfg date- 08/19/2009 exp date- 08/05/2014 gtin- 00878953000626.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to fluid loss and a connector disorder. A patient outcome was not reported.

Manufacturer narrative:
System components: pump: model- 72400098, lot sn- (B)(4), mfg date- 09/11/2009, exp date- 09/09/2014, gtin- (B)(4). Balloon: model- 72400024, lot sn- (B)(4), mfg date- 08/19/2009, exp date- 08/05/2014, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to fluid loss and a connector disorder. A patient outcome was not reported.